Event description:
Contact reports, the implanted construct became loose. The crossconnector was pulled and dislocated, causing the left side of the device to loosen. The crossconnector and typhoon cap (which was part of the construct) were explanted and returned. See medwatch report # 1526439-2006-00176 for the typhoon cap device.

Manufacturer narrative:
No conclusion can be made at this time. The product is intended to be a temporary fixation device to aid in the process of fusion, and breakage or loosening can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.